Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed out the infusion set. Customer's blood glucose (bg) was 500 mg/dl and correction bolus via insulin injection was administered to address bg. Customer reverted to manual injections for insulin therapy. Upon follow up, customer's parent discussed issues with tandem clinical diabetes specialist and reportedly, worked with the customer to resolve the occlusions.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. The information will be used for tracking and trending purposes.